Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Reporter stated out of box, unit has sharp raised hard plastic ridge on the seat surface.